Event description:
It was reported that the patient presented in clinic after receiving inappropriate shocks due to oversensing. Lead dislodgement was observed. Twiddlers syndrome was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.